Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a discrepancy in reading between sensor glucose and blood glucose values and sensor updating alert. The customer reported blood glucose value of 432 mg/dl. There was no information about the treatment. The event involved product(s) mmt-7040a. Troubleshooting was performed and the discrepancy between the sensor glucose value of 153 mg/dl and blood glucose value of 432 mg/dl was not within the target range. No further patient complications were reported. Mmt-7040a was requested and customer response was the device will be returned.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia with a discrepancy in reading between sensor glucose and blood glucose values and sensor updating alert. The customer reported blood glucose value of 432 mg/dl. The event involved product(s) mmt-7040a, mmt-1884l, unomedical and mmt-332a. Troubleshooting was performed and the discrepancy between the sensor glucose value of 153 mg/dl and blood glucose value of 432 mg/dl was not within the target range. It was unknown if the customer was using the insulin pump within 48 hours and if the auto-mode/smartguard feature was active at the time of high blood glucose event. Customer was treated with insulin pump. No further patient complications were reported. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-1884l. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
Following our receipt of the one used sensor and performed visual inspected and checked for physical damage and none was found (no microscope). Performed continuity resistance test to verify (open trace) electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaints of unexpected sensor alarms were not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.